Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure that the device would run on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.